Event description:
The hospital reported a wheel detached from the base of the unit. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheel was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the caster did not detach from the unit. There was no malfunction. H3 other text : additional information was received that the caster did not detach from the unit. There was no malfunction.